Event description:
It was reported that while using the bd facscanto¿ ii unexpected results occurred. None of the results were used and there was no report of patient impact. The following information was provided by the initial reporter. On some experiments it is noted that the fluorescences are shifted compared to the usual. The physical parameters have the expected aspect instead.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on an instrument producing erroneous results in the form of shifted fluorescence. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 18dec2019 to date 18dec2020. Complaint trend: there are 2 complaints related to the issue of fluorescence values; pr# (B)(4) and this one, (B)(4) . Date range from 18dec2019 to date 18dec2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument producing shifted fluorescence is due to dirty components. The customer called regarding the issue of shifted fluorescence and was given instructions to resolve the issue by cleaning it. No parts were requested for evaluation since this was solved through a phone consultation and no parts were needed to be replaced. After the repair the instrument was reported to be performing as expected. Although the unexpected results were from patient samples who may be affected by an incorrect analysis of their samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnostic decision and these results were easily identified as erroneous. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2015. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii - shifted fluorescences. Problem description: on some experiments it is noted that the fluorescences are displaced than usual. The physical parameters, on the other hand, have the expected aspect. Solution: tool works correctly. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 338960-03ra, rev. 02/vers. A, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Optics fmea . Item: 12. Fluorescence detection channel . Function: 12.1 resolve particles in fluorescence. Potential failure mode: 12.1.1 cv goes out of specification over time (between pms) . Potential effect(s) of failure: 12.1.1.1 clinical applications unable to ID populations, misdiagnosis . Potential cause(s)/mechanism(s) of failure: 12.1.1.1.1 drift in alignment . Current controls: 1. Intrinsically broad cvs of populations in clinical samples . 2. Process controls for 4c multitest, 6c multitest, future applications (stem cell enumeration kit, tritest, leucocount) . 3. Algorithm flags: bead gate, cd3 separation, default-gating-used flag (for quadrants) severity: 8 . Occurrence: 1 . Detection: 5 . Rpn: 40 . Item: 6. Fsc detector . Function: 6.1 detect forward scatter - future apps . Potential failure mode: 6.1.1 excess noise . Potential effect(s) of failure: 6.1.1.1 cells not identified . Potential cause(s)/mechanism(s) of failure: 6.1.1.1.1 dirty flow cell . Current controls: long clean (monthly) and preventive maintenance (6 months). Daily qc using set-up beads. Recommended actions: none. Current clinical applications do not use fsc. Severity: 8 . Occurrence: 3 . Detection: 3 . Rpn: 72 . Mitigation(s) sufficient yes no . Root cause: based on the investigation results the root cause was unknown but we can conclude it was due to a dirty fluidics system. Conclusion: based on the investigation results, the root cause of shifted fluorescence graphs was dirty fluidics system. The customer called regarding the erroneous results in the form of shifted fluorescence and received advice on repairing the instrument by cleaning it. After the customer performed the repair, the instrument was reported to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Manufacturer narrative:
Initial reporter phone (B)(6). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd facscanto¿ ii unexpected results occurred. None of the results were used and there was no report of patient impact. The following information was provided by the initial reporter. On some experiments it is noted that the fluorescences are shifted compared to the usual. The physical parameters have the expected aspect instead.